Event description:
Customer called on (B)(6) 2011 reporting of a leak at the bottom of the ion selective electrodes (ise) flowcell drain and fluid inside the drain of a unicel dxc 600 synchron system. Customer technical specialist (cts) assisted the customer with troubleshooting to clean valve j2 but did not resolve the issue. No injury or exposure was reported and patient results were also not affected as a result of the leak. Field service engineer (fse) was dispatched and replaced the bad valve from ise drain assembly to resolve the issue. Repair was then verified per established procedures.

Manufacturer narrative:
(B)(4).